Event description:
It was reported that the right monitor on the stenoscop system is not functioning. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on information provided, the following component has been ordered. Monitor assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow-up report will be submitted as required.